Manufacturer narrative:
Field service engineer went onsite to investigate the problem and to evaluate the device. The problem was related to a high pass filter in the ECG software. The filter which causes falsely elevated st regions on ECG's needs to be activated first for this to occur. This activation is triggered from inop's namely "ECG check cable" or "ECG noisy electrode" which can in turn be caused by a low impedance between ECG lead wires and the cable shield in the lead set due to fluid ingress or mechanical damage. When for example the "ECG check cable" inop is active, the ECG signal amplitudes are compromised because of the shunt resistance of the defective ECG cable. As a result of this , the st segment in the ECG signal may be slightly altered. The user needs to make sure no ECG inop is active before capturing a diagnostic 12-lead ECG the reported failure was confirmed by the field service engineer who upgraded the software to software version l.01.22. This addressed the issue with the high pass filter. The device failed to work as intended. This issue was caused by a malfunction of the device the problem was resolved by upgrading the software to version l.01.22. The product remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2020 a 12 lead ECG was taken via the philips bedside monitor and showed st elevation. A 12 lead ECG was taken on a tc cart for comparison and it did not show st elevation. The patient was thrombolyzed based on the st elevation seen on the 12 lead ECG taken via the philips bedside monitor. The patient was also sent to cath lab for investigation and there was no evidence of cardiac issues upon this investigation".